Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The event confirmed by the picture provided of the explanted cup. Soft tissue and blood was observed on the outer radius of the cup. X-ray review identified that acetabular inclination angle greater than 90° predisposes to dislocation. Radiolucency seen along the inferior aspect of the acetabular cup which suggests loosening and migration. Femoral stem is neutral in position with no radiolucency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown 28mm trilogy elevated liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, approximately 30 years post op the patient underwent revision surgery due to loosening and osteolysis. Additional information was requested, however none was available.